Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they received the signal errors in the middle of running patient samples. The ccc specialist requested the customer to prime the fluid bottles of both bottles thirty (30) times and then run quality control (qc). The customer performed the priming, recalibrated and ran qc, resulting within range. The cause of the reversed acid and base bottles is from user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Signal errors were obtained on an advia centaur xp instrument while running patient samples. The customer found that they had reversed the acid and base bottles. The customer stated they were unsure as to how long the bottles have been on the instrument. It is unknown if testing on patient samples were impacted or repeat testing was performed. There are no known reports of adverse health consequences due to the reversed acid and base bottles.